Manufacturer narrative:
Section h10: (h3) per capa2019-44, the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, while reaming, the spring in the tri-drive handle seemed to come loose. The handle was replaced, no issues with surgery, no delay. The male patient was last known to be in stable condition following the event. The device will be returned.